Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval, consisting of inspection and a device history record review, confirmed the device was received with the original processor printed circuit board and the original input / output printed circuit board that were installed when the pump was manufactured. The device meets spec in relation to the reported symptom. The device was returned to the customer.

Event description:
It was reported that a biomedical tech, in an attempt to repair a pump, switched its processor board. The customer had stated that there was no pt injury.